Event description:
The physician reports that the crystalens would not sit properly in the eye. Preoperatively, the patient's bcva was 20/60-2, manifest refraction was -1.75 + 0.25 x 045. The lens was implanted in 2006 and postoperatively, the patient's bcva was 20/30-1, manifest refraction: -2.00 sphere. The lens was repositioned the next month and subsequently, the patient's bcva decreased to 20/50, manifest refraction was -2.75 + 1.00 x 040. The lens was then explanted fourteen days later. The physician has a possible diagnosis of lens malposition due to spherophakia. The patient's prognosis is reported as unsure.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The explanted lens was returned to eyeonics and elevated. The results of the evaluation indicate that the iol was correctly labeled as a 23.5 d lens. The lens was examined under 10x and 40x magnification, where a pinch mark was observed on the plate haptic. The condition of the lens is consistent with findings for iols that have been explanted, since lens/haptic damage is expected to occur during the explant procedure. It should also be noted that the lens was not returned in the protective lens case. Based on the results of our investigation, we conclude that the patient's condition of spherophakia was the primary cause of the lens malpositioning.